Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date. Event date not provided.

Event description:
It was reported that shaft break occurred. A synergy drug-eluting stent was selected for use. However, during preparation, the device was pushed too hard and was bent half way up the guide. However, while pulling it out, the device snapped entirely. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was good.